Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist confirmed that the issue was resolved when the control medication was unloaded from the drawer and the station was deleted. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis ciisafe system had a software failure. The customer reported that they received an error when trying to sync the device. The customer stated that the user was not able to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.